Event description:
It was reported by the customer that a pyxis medstation es system station hard drive firmware required an update. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that error occurred during the medication dispensing process by the user. A field service engineer reimaged the station. The system functioned as intended after the field service engineer troubleshot the device.